Manufacturer narrative:
There was no user or patient injury reported with this incident. The unit was inspected on-site by a dealer service technician. The unit has been repaired with a wall mount replacement. The cause of the wall mount braking is pending return of the component to the manufacturer for evaluation.

Event description:
The wall mount of the x-ray unit broke at the lower lag bolt allowing the unit to fall and hit a patient.